Manufacturer narrative:
(B)(6). The 510k: this report is for an unknown 2.4 mm screw/unknown lot. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal on (B)(6) 2016, due to nonunion of the right humerus. The surgeon removed a 4.5 mm limited contact dynamic compression plate (lc-dcp) and six (6) 4.5 mm cortex screws as well as a 2.7 cortex screw, a 4-hole 2.4 mm plate and two (2) 2.4 mm screws due to the non-union. One of the 4.5 cortex screw heads broke off upon removal. The surgeon used a screw removal set to retrieve the remaining screw fragment. The surgeon revised the fracture with a 5-hole 4.5 narrow locking compression plate (lcp) with screws and gained compression of the fracture using the articulated tension device. He also added an 8-hole 3.5 lcp plate and screw. The procedure was successfully completed with no surgical delay reported. The patient outcome/status is well. This report address the nonunion requiring a revision procedure. The intra-operative broken screw is being captured under linked (B)(4). This report is for an unknown 2.4 mm screw. This is report 5 of 5 for (B)(4).